Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was cracked when it was opened. Customer's blood glucose level ranged between 75-76 mg/dl. A cartridge change was performed resolving the issue.